Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed service orders that were reclassified as complaints; discovered as part of a retrospective remediation review.

Event description:
The customer reported that the xim: ECG waveform clipping. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.